Manufacturer narrative:
This report contains corrections to fields h6: device codes from section h device manufacturers only.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) could not connect to the communicator. Technical services (ts) was consulted, and upon review it was noted that the likely cause of the inability to communicate is rf being disabled due to high impedance battery impedance. Device replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) could not connect to the communicator. Technical services (ts) was consulted, and upon review it was noted that the likely cause of the inability to communicate is rf being disabled due to high impedance battery impedance. Device replacement was recommended. No adverse patient effects were reported.